Event description:
It was reported that, "the neck/broach junction broke during broach insertion. It needed to be extracted without the handle."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.